Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an static and then an error code presents e226 communication error message, camera not providing an image on the screen. The issue found during preparation for use. According to the reporter, staff obtained another camera and put it in use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and the reported event was confirmed due to a cable issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable issue could not be identified. Olympus will continue to monitor field performance for this device.